Event description:
It was reported that the patient underwent a tlif at l5-s1 with semi rigid posterior fixation at l3-s1. It was reported that post-op x-rays revealed broken screws on the left and right sides at s1. No revision surgery has taken place at this time. No patient complications were reported.

Manufacturer narrative:
Devices are reported to remain implanted. No product is available to return for evaluation. Examination of post-op x-rays revealed both s1 screws have fractured, one at approximately the middle of the screw post and the other fractured between the 3rd and 4th thread below the screw head. Unable to determine cause of the event.